Event description:
It was reported that a damaged stopper was found before use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter. " damaged stopper, damaged tube, printing/stain". 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding, damage, and ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding, damage, and ink splatter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged stopper was found before use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, "damaged stopper; damaged tube; printing/stain." 3 occurrences were reported.